Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
The patient was enrolled in the product surveillance registry clinical study.

Manufacturer narrative:
Correction: (follow-up report #2649622 should be correction type only). If information is provided in the future, a supplemental report will be issued.